Event description:
S: during surgery-the tip of a k-wire broke off in right l4-5 bone of patient while the doctor was inserting screw. The metal tip was visible under fluoroscopy, but the doctor could not remove it. The doctor made the decision to leave it. B: surgery-posterior spinal fusion l4-5. A: retained tip of kwire. R: the doctor will document in patient's chart and inform patient.